Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer's blood glucose (bg) level was 512 mg/dl. The customer administered a manual injection to address bg. Customer cleared the alarm to address the issue.